Event description:
It was reported the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). According to the site, the issue was intermittent. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the locks and pedals and could not reproduce the alleged float. The table was operating as expected.